Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, and there was apparent explant damage. The analyst also noted that the steroid ring was damaged during analysis.

Event description:
It was reported that the right atrial (ra) lead had unacceptable thresholds and was not capturing. The ra lead was explanted and replaced. No patient complications have been reported as result of this event.